Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to improper service / maintenance connected to the dealer for the initial failure. The patient reported that the "front right fork" detached from the wheelchair and repairs were performed by her son-n-law in an effort to keep the product operational. The patient thought repairs were safe and chose to continue using the device. These unauthorized repairs failed and the "front right fork" detached again (same day), which caused the patient to fall out of the device. The patient was not wearing a positioning belt and reported that this component had been damaged by accidentally running over it with the wheelchair (exact date unknown). The patient failed to adhere to the warning labels found within the owner's manual for intended use by: not reporting damages when they occur; by allowing non-certified repairs on the product; choosing to continue to use the wheelchair after a malfunction has occurred before approval from a certified dealer. In november 2015, the dealer serviced the wheelchair and installed a friction brake kit. This hardware having been examined by our permobil representative, identified these components were not installed according to specification. The friction brake screw for the front right fork did not contain any trace of loctite on the bolt threads. In addition, grease was found surrounding the threads, which would have hindered the loctite from curing. Therefore, over time, the friction brake screw loosened up and the front right fork detached from the wheelchair. The friction brake kit for the front left fork had already fallen out before this evaluation and considered missing and not available for inspection. The front left fork showed signs of heavy impact that went unreported by the patient. This impact to the front left fork damaged the ball bearings causing them to seize up inside the fork stem keeping the fork from falling off the device. The unreported damages posed a potential danger to the customer if services continued to be neglected it could have resulted in serious injury or more damages. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Customer reports that on (B)(6), the right front caster fell off and her son-n-law performed repair. Later that evening, right front caster came off again and customer fell out of the wheelchair and landed on her shoulder. Customer was not wearing a positional belt, nor sought medical attention as serious injury did not occur.